Manufacturer narrative:
The digital diagnostic is a direct digital radiography system with flat detector technology, where images can be taken from a fixed or mobile/ wireless digital detector. After a lot of fluid dropped down onto the detector, customer cleaned detector and tried to calibrate. Artefact line did not allow detector to calibrate. Shock sensor tripped. Detector was replaced. System works again as specified. Customer confirmed that the device malfunction did not cause or contribute to the death of the patient. Device evaluated by manufacturer (changed from not returned to manufacturer to yes). (B)(4).

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA

Event description:
Customer reported that the patient died during an x-ray .there was no reported equipment malfunction. When the patient died, fluids fell on the detector and detector was no longer usable. It was no longer possible to calibrate the detector.